Event description:
A 22 mm diameter x 13 mm diameter x 13.5 cm length aneurx bifurcated stent graft and its components were implanted in pt for endovascular treatment of an abdominal aortic aneurysm in 2002. Aneurysm and vessel morphology at the time of implant are unk. It was reported that the pt presented with severe back pain in 2004. Computed tomography scan demonstrated that the aneurysm was larger than the computed tomography scan reported in 2004. It was reported that there was a large type ii endoleak leading to enlargement of the aneurysm. It was reported that during the explant procedure the physician noted a very large lumbar artery that may have been feeding the aneurysm sac. No add'l sequelae were reported and the pt is reported to be fine. Medtronic has received the explanted stent graft. It is difficult to determine the exact cause of the aaa enlargement as no leak was detected from any source either via imaging or by the physician at explant. Based on the physician's observations, fresh thrombus had accumulated in the left side of the aneurysm sac. It is possible the right iliac aneurysm affected the seal zone and a track developed along the limb that extended to the left side. The type ii endoleak, observed at explant, may also have contributed to the aaa enlargement.